Event description:
The patient was in the room for a truclear hysteroscopy with dr. While performing the procedure a shiny object was noted floating in visual field. The object was obtained through suction and evacuated from uterus per dr. Smith and nephew representative, (B)(4), was in room and allerted of the issue.